Manufacturer narrative:
The device was received and evaluated. No bends or kinks were observed on the soft cannula. Fluid was seen exiting the distal tip of the soft cannula. The downloaded data did not show any signs of struggle or pulse width increase. Blood was observed on the device. There were no damages or defects found on the formed needle that would contribute to the reported infection. The cause of the reported infection could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 17 mmol/l (306 mg/dl) while wearing the pod longer than 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent and the patient developed an infection. The patient spoke to her healthcare physician over the phone regarding infection. No treatment was provided.